Manufacturer narrative:
Additional information obtained suggests that the screws may not have been tightly secured during the initial procedure. This report filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent knee arthrodesis procedure on (B)(6), 2010. Subsequently, the modular arthrodesis construct loosened approximately a month after surgery. A revision procedure was performed on (B)(6), 2010 to remove and replace a modular arthrodesis nail. All bolts were noted to be loose prior to removal.

Event description:
It was reported that patient underwent knee arthrodesis procedure on (B)(6), 2010. Subsequently, the modular arthrodesis construct loosened approximately a month after surgery. A revision procedure was performed on (B)(6), 2010 to remove and replace a modular arthrodesis nail. All bolts were noted to be loose prior to removal.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #4 - "loosening, migration and/or fracture of the implants can occur due to loss of fixation, trauma, misalignment, bone resorption, and/or excessive activity." The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed on (B)(6), 2011.

Event description:
It was reported that patient underwent knee arthrodesis procedure on (B)(6), 2010. Subsequently, the modular arthrodesis construct loosened approximately a month after surgery. A revision procedure was performed on (B)(6), 2010 to remove and replace a modular arthrodesis nail. All bolts were noted to be loose prior to removal.